Event description:
The pt's father reported that his son's blood glucose read low, in the 40s mg/sl, according to his pdm. His son was in the hospital where they measured his bg at 409 mg/dl and 512 mg/dl. The father also reported receiving a "meter error 2" message on the pdm. Attempts were made to reach the father to obtain additional information about the event, but there was no answer and no voice mail set up, so no message could be left.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the inaccurate low test results reported by the caller or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately." It advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate or if your test results are not consistent with how you feel," and that one possible cause of meter error 2 is "very high blood glucose above 500 mg/dl." It recommends that if get that error and "you have symptoms, such as thirst, fatigue, excess urination or blurry vision, follow the recommendations of your healthcare provider for treating hyperglycemia."